Event description:
While using a byte night aligner patient is experiencing #8 tooth discoloration and pain. Patient had been experiencing some cold/hot sensitivity and pain to pressure; patient also noticed darkening of the tooth. Patient was examined by dentist. Dentist found #8 weak/delayed response to endo ice, sensitive to percussion, negative to palpation, class I mobility, tooth has pink/grey discoloration on gingival 1/2 of tooth. Dentist assessment is possible resorption and /or pulpal necrosis due to traumatic occlusion or ortho movement. Dentist referred patient to specialist for evaluation. Aligner treatment was stopped.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.